Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: the device was visually inspected and reddish material was observed in the pebax and a hole and reddish brown material.the catheter was tested on the generator and the temperature and impedance values were observed within specifications. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The catheter passed all specifications. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an persistent atrial fibrillation (peaf) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified reddish material inside of the pebax and a hole in the pebax with exposed metals. During the procedure, the temperature was not measured at the catheter tip of the stsf catheter. The catheter was replaced with a new one, which also failed to properly indicate temperature and had deflection issues. The second catheter was replaced as well. No patient consequences were reported. This report is for the first catheter, in which pebax damage had been identified. The temperature issues are not MDR-reportable. The deflection issue (the second catheter) is not MDR-reportable. The hole in the pebax is MDR-reportable.